Event description:
A zoll distributor an electrode belt indicating that the therapy electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. As received, the belt failed the therapy electrode (te) recognition test. Upon evaluation, the trunk cable was pulled from the strain relief and there was a short inside the distribution node (dn). The cause of the test failure is the short. The cause of the short is exposed pulse wires inside the dn. The cause of the exposed pulse wires is the pulled cable. The root cause of the pulled cable is excessive force placed on the cable. No adverse event resulted from the exposed pulse wires.